Manufacturer narrative:
Information was received via the (B) (6) study that five months post index stenting of the left internal carotid artery (ica) the pt had dysarthria, reflex change and right hemiparesis diagnosed as an ischemic stroke. It was indicated as unrelated to the cordis device and unrelated to the index procedure. At baseline the pt was admitted symptomatic and with a 90% stenosis in the ostium of the left internal carotid (ica) artery. The pt's medical history included significant aortic arch disease, history of smoking, and hypertension. Prior to the index procedure the pt had a left occipital, frontal and parietal cerebral vascular accident (cva) due to severe symptomatic left internal carotid artery stenosis. The baseline (B) (6) score was 2. The pt also had a severe right sided stenosis and underwent nontarget lesion revascularization of the right ica with a precise stent two months post index procedure. The left ica lesion was 30mm long, with moderate tortuosity and severe calcification. An angioguard rx embolic protection device was successfully deployed. The lesion was pre-dilated and a 9 x 40mm precise rx was deployed without malfunction or associated adverse event. It was reported that the lesion was resistant to pta. The angioguard rx embolic protection device was successfully retrieved without malfunction or adverse event. It was indicated that there was debris in the basket. The pt left the suite with no associated neurological deficits. The pt was discharged the day after the procedure with a (B) (6) stroke scale score of 2, unchanged from baseline. Pre-procedure, post-procedure, and discharge medications included clopidogrel and aspirin. There were no adverse events reported during the 30 days follow up with no change in the (B) (6) stroke score. The pt's (B) (6) stroke scale score continues as 2. About one month and a half after the index procedure, the pt had a contralateral procedure for a 90% stenosis in the ostium of the right ica. The eccentric lesion was 10mm long, had moderate calcification and severe tortuosity. A non-study embolic protection device (spider fx 7.0mm filter) and precise stent were used to treat this lesion. Approximately 5 months after the index procedure, the pt had dysarthria, reflex change and right hemiparesis diagnosed as an ischemic stroke. The pt went into the emergency room, a CT of the head reported no cva or bleed. Carotid ultrasound revealed good flow in both carotid stents. The pt appeared to be having a large possibly left hemispheric acute cva. The pt was transported to another hospital for acute stroke therapy. She was known to be fine when the care worker left her. The daughter arrived at 2 hours later and found the pt unresponsive and weak on the right side and frothing. The medications regime at the time of the event was dilantin (IV to run over 15 minutes for seizures). There was presence of babinski. The current patient's status is unknown as she was flown to another facility. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13283929 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic stroke associated with a stoppage or slowing of blood flow to the cerebral arteries is a known potential adverse event associated with the carotid stent implantation. There is no evidence to suggest there were any device design or manufacturing issues that contributed to the reported event. The pt's high-risk criteria and comorbities may have impacted the event. It was reported that there was good flow through the stent. Based on the available info, it is not possible to draw a conclusion regarding the relationship of the reported event and the precise stent.

Event description:
On (B)(6) 2010 at 17:06 hours, the patient had a second seizure. The pulse oximetry decreased into the 70's % and she became cyanotic. She was placed on a non-rebreather mask and the pulse oximetry improved to 100%. The patient remained unresponsive. Shortly thereafter the (B)(6) stroke scale score was evaluated as 32: she was stuporous; she could not follow commands or answer questions correctly; there was forced deviation of the gaze; there was partial facial palsy; there was severe dysarthria and global aphasia; she could not resist gravity with the left arm; there was no movement with the right arm; there was no effort against gravity with the left leg; there was no movement of the right leg; and there was severe sensory loss. A head CT without contrast was performed. The results were as follows: there was a small, old left occipital infarct and an old left superior-posterior parietal infarct. There was no midline shift or intracranial mass effect. There was no evidence of intracranial hemorrhage or abnormal fluid collection. There was a small calcified mass in the anterior medial right frontal lobe region probably dural based which was interpreted as a benign meningioma.

Manufacturer narrative:
A review of the manufacturing documentation associated with precise lot 13283929 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A DHR for the subcomponent stent was completed by (B)(4) and the results indicate that the stent shipped meets specified release requirements. Ischemic stroke associated with a stoppage or slowing of blood flow to the cerebral arteries is a known potential adverse event associated with the carotid stent implantation. The patient's high-risk criteria and comorbidities appear to have impacted the event. Based on the information received via the study site and the adjudication minutes; a relationship of the neurological events reported with impression of left cva five and ten months post procedure cannot be definitely determined. There is no evidence to suggest there were any device design or manufacturing issues that contributed to the reported event. Therefore no corrective actions will be taken. It was reported that bilateral carotid stenosis was noted with ultrasound ten months post index procedure. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Patient, vessel and procedural factors along with progression of existing vascular disease may have contributed to the reported restenosis. The area of the restenosis as related to the implanted precise stents is not known; therefore, no conclusion can be made regarding the relationship of the restenosis to the stents. Therefore, no corrective actions will be taken. This is one of two products used in the same patient and reported under manufacturing report numbers 9616099-2010-00106 and 9616099-2010-00698.

Manufacturer narrative:
Please note that the stroke event date from the initial report ((B)(6) 2010) and the stroke event date from the supplemental 1 report ((B)(6) 2010) are separate stroke events occurring at different intervals. An additional event of there more than 70% stenosis (but less than near occlusion) involving the left ica is a new event been reported. A bilateral carotid ultrasounds were performed. The results revealed both stents to be patent and with good flow detected. Neurology was consulted. The clinical impression was that the patient appeared to have had a large, possibly left hemisphere cva. Tissue plasminogen activator was not considered a treatment option due to the recent seizure activity. The recommendation was made to transfer the patient to another hospital for acute stroke therapy. At the time of transfer the patient remained unresponsive and she had started to "posture". The site reported that on (B)(6) 2010 the patient experienced an ischemic stroke with neurological deficits of unknown duration and unknown recovery. The discharge summary from the outside hospital was unable to be obtained. It was noted in subsequent clinical documentation that a "mimic stroke" occurred in (B)(6) 2010 which was ultimately attributed to seizure activity. On (B)(6) 2010 the patient presented to the emergency room for evaluation of new onset aphasia and confusion. Her arrival time was within one hour of the onset of the symptoms. Upon admission the (B)(6) stroke scale score was evaluated as 7: she could not answer either question correctly; she performed only one command correctly; there was partial hemianopia (baseline) and minor facial paralysis; there was marked expressive and moderate receptive aphasia. A head CT without contrast was performed. The results revealed no acute hemorrhage, midline shift or mass effect. Neurology was consulted. The clinical impression was that the patient had experienced a left hemisphere cva. Tissue plasminogen activator was subsequently administered. The following day, additional diagnostic tests were performed. The results of the studies were as follows: a repeat head CT without contrast: there were no interval changes from the previous examination. A brain MRI without contrast: there was no evidence of an acute infarction. Bilateral carotid ultrasounds: there was > 70% stenosis but less than near occlusion involving the left ica representing an interval worsening. On the right there was between 50-69% stenosis in the ica, also worsened. There was moderate stenosis suggested in the left eca and severe stenosis suggested in the right eca. Five days after admission, the physical examination revealed improvement in her neurological status: there was some residual expressive aphasia. The receptive aphasia had resolved. There was no significant focal arm or leg weakness and no overt cognitive imbalance. There was mild gait dysfunction. There was also no reported seizure activity during the hospitalization. The physician noted that the MRI "surprisingly" did not show any evidence of an infarction. The results, potentially, were accounted for by the fact that she received the tissue plasminogen activator therapy in a "timely fashion". The site reported that on (B)(6) 2010 the patient experienced an ischemic stroke with neurological deficits lasting < 24 hours and with partial recovery, minor deficits. The patient was discharged on (B)(6) 2010 on aspirin and clopidogrel. This is one of two products used in the same patient and reported under manufacturing report numbers 9616099-2010-00106 and 9616099-2010-00698. Additional information will be submitted within 30 days from receipt.

Event description:
The information received from the (B) (6) study indicated that the pt was admitted symptomatic and with a 90% stenosis in the ostium of the left internal carotid artery. The lesion was 30mm long, with moderate tortuosity and severe calcification. The lesion was pre-dilated and a 9 x 40mm precise rx was deployed. It was reported that the lesion was resistant to pta and revascularization was planned. An angioguard rx embolic protection device was successfully deployed and retrieved. The pt was discharged the day after the procedure with a (B) (6) stroke scale score of 2. Discharge medications include clopidogrel and aspirin. There were no adverse events reported during the 30 days follow up. The pt's (B) (6) stroke scale score continues as 2. Ongoing medications include clopidogrel. About one month and a half after the index procedure, the pt had a contralateral procedure for a 90% stenosis in the ostium of the right internal carotid artery. The eccentric lesion was 10mm long, had moderate calcification and severe tortuosity. A non-study embolic protection device (spider fx 7.0mm filter) and non-study stents were used to treat this lesion. Approximately 5 months after the index procedure, the pt had dysarthria, reflex change and right hemiparesis diagnosed as an ischemic stroke. The pt went into the emergency room, a CT of the head reported no cerebrovascular accident (cva) or bleed. Carotid ultrasound revealed good flow in both carotid stents. The pt appeared to be having a large possibly left hemispheric acute cva. The pt was transported to another hospital for acute stroke therapy. She was known to be fine at 2 pm when the care worker left her. The daughter arrived at 4 pm and found the pt unresponsive and weak on the right side and frothing. The medications regime at the time of the event was dilantin (IV to run over 15 minutes for seizures). There was presence of babinski. The current patient's status is unknown as she was flown to another facility.

Event description:
A notification was received from the (B)(4) study that indicated the adverse event form was modified. The following changes were made: the coagulation interval date was changed to (B)(6) 2010. The recovery was changed to partial with minor residual. The onset was changed to sudden. The neurological deficit reported was aphasia. There was no hemiparesis documented. The duration of the neurological deficit was < 24 hrs. The date of the neurological event was (B)(6) 2010. It was unknown if there was presence of babinski.